Event description:
It was reported that patient experienced hemoptysis post implantation. A v-18 control wire guidewire was selected for used. After a cardiomems implant procedure, the patient experienced hemoptysis, which resolved on its own without intervention. A CT scan was performed to identify the source of the bleeding; however, no cause was found. The physician believes that the boston scientific v-18 guidewire may have been responsible for the bleeding. As a precaution, the patient was hospitalized for monitoring following the implant and has since been discharged. The procedure was completed with this device. There were no other patient complications as a result of this event.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that patient experienced hemoptysis post implantation. A v-18 control wire guidewire was selected for used. After a cardiomems implant procedure, the patient experienced hemoptysis, which resolved on its own without intervention. A CT scan was performed to identify the source of the bleeding; however, no cause was found. The physician believes that the boston scientific v-18 guidewire may have been responsible for the bleeding. As a precaution, the patient was hospitalized for monitoring following the implant and has since been discharged. The procedure was completed with this device. There were no other patient complications as a result of this event.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
Sending correction to include additional MDR attachment and h10 related report number detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that patient experienced hemoptysis post implantation. A v-18 control wire guidewire was selected for used. After a cardiomems implant procedure, the patient experienced hemoptysis, which resolved on its own without intervention. A CT scan was performed to identify the source of the bleeding; however, no cause was found. The physician believes that the boston scientific v-18 guidewire may have been responsible for the bleeding. As a precaution, the patient was hospitalized for monitoring following the implant and has since been discharged. The procedure was completed with this device. There were no other patient complications as a result of this event.